Manufacturer narrative:
Despite multiple attempts, no additional information is available at this time. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high threshold measurements of 3.5 volts. The automatic capture (ac) feature was noted to be set to 3.5 volts. The patient's heart rate was noted to be 39 beats per minute (bpm) and the patient complained of fatigue. Outputs were increased to 7 volts and a chest x-ray was planned and the physician planned to obtain an electrophysiologist evaluation. No additional adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was subsequently seen in the emergency room and rv loss of capture (loc) was observed. The patient was noted to have an escape rhythm, however, experienced symptoms of fatigue and lightheadedness. The automatic capture (ac) feature was noted to be programmed on at auto 2.8, however, there was no capture. Auto threshold testing was performed and noted no capture at 3.5 volts. The ac feature was programmed off and a fixed output of 3.5 volts at 0.9 milliseconds was programmed and appropriate capture was observed. No additional adverse patient effects were reported.